Event description:
The pt received a 3.0x33mm cypher select stent to treat a lesion in the right coronary artery (rca). After about half a year later, the pt came in for her follow-up. The physician found that the stent was fractured in the middle. There is a slight restenosis in the stent. No intervention was required at this time. The procedure films will be returned for investigation.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Procedural films will be returned for investigation. Additional information will be submitted within thirty days upon receipt.